Event description:
During the surgical procedure, the external paddles were connected to the zoll machine in the defibrillation mode and activated to 120 joules. When discharged, an error message on machine read "open air discharge." No charging occurred, no shock was given. A second attempt was made at 120 joules with same error message given. The surgeon requested to increase joules to 200 and shock was given. The patient had multiple open chest and abdominal incisions. The procedure was ended and the patient sent to the recovery room.